Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in moderately calcified right and left common femoral arteries (rcfa and lcfa) using three perclose proglide devices. Reportedly, during suture placement in an 8-french sized access site in the rcfa, a needle-to-cuff miss was observed. When the needle plunger was removed, only the white link was present. The device was removed over a guide wire and a second proglide device was attempted but another needle-to-cuff miss was observed. The device was removed over a guide wire and the sutures from two additional proglide devices were deployed opposite in orientation and clamped to the side. The rcfa access site was dilated to 16-french to match the outer diameter of the delivery catheter. Reportedly, during suture placement in an 8-french sized access site in the lcfa, a needle-to-cuff miss was observed. When the needle plunger was removed, only the white link was present. The device was removed over a guide wire and the suture from another proglide device was deployed and clamped to the side. After conclusion of the aaa repair procedure, the knots from the proglide devices were advanced and tightened to achieve hemostasis of the rcfa and lcfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.the right and left common femoral arteries were reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.the other perclose proglide devices, were filed under separate medwatch manufacturer reports.